Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: during a tiva anaesthetic the patient suddenly started moving and bis went up. On checking the cannula, propofol was leaking out of the injection port of the cannula. The cannula had been used uneventfully for the first 2 hours of the anaesthetic, with multiple direct injections. This is now becoming increasingly more dangerous. The team need to practice safely therefore need the following product to prevent the further harm to patients.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection of the photo, a good sample and a defected sample with a moved valve was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. CAPA#1379444 was initiated to address the issue. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: during a tiva anaesthetic the patient suddenly started moving and bis went up. On checking the cannula, propofol was leaking out of the injection port of the cannula. The cannula had been used uneventfully for the first 2 hours of the anaesthetic, with multiple direct injections. This is now becoming increasingly more dangerous. The team need to practice safely therefore need the following product to prevent the further harm to patients.